Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard 2 beeps from the controller. Upon device interrogation several low flow, pump off, low speed and no external power alarms were noted. Manufacturer technical services reviewed the log file and observed double power cable on both black/white power leads during these ¿no external power¿ events including pump stoppages and low speed advisory. The patient reported being supported by battery power during the events. The patient was transported and admitted. The site was unable to re-create the alarms. The patient was placed on a ungrounded cable as a precautionary measure. A percutaneous lead repair was performed on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Manufacturer's analysis conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2020. Approximately 18.5¿ of the external portion/distal end of the driveline was returned. A clamshell repair had been previously installed, to correct the separation of the silicone sleeve from the controller connector. The silicone sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, adjacent to the controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The driveline was then submerged in a saline bath for hipot testing to check the resistance of each wire's insulation, and an additional breach was found in the insulation of the brown wire, approximately 0.5¿ from the controller connector. The remaining driveline wires were free from any insulation breaches or damage. The conductors of the red and brown wires were exposed. The insulation breaches of the wires appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breaches of the red and brown wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad driveline's have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.